Event description:
It was reported that premature battery depletion was observed. Device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported premature battery depletion was confirmed in the laboratory. Based on device settings the device was found to be below expected limits. No high current drain sources were found throughout testing. The original battery was sent to the vendor. The cause of the premature battery depletion could not be determined.